Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 30 mg/dl (compact plus system 1) and 89 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
Device will not be returned.